Event description:
The pump was returned to animas. Product analysis evaluated the pump and revealed that the display screen was found to be dim. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/12/2013 with the following findings: the pump was powered on and the display screen was observed to be dim. A test display was inserted and the display returned to normal. (B)(4).